Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was programmed to doo mode at a rate of 70 ppm but the paced rate decreased to approximately 30 ppm for less than a minute and loss of output occurred. The battery voltage was 2.59 v. The device was exposed to electrocautery. The device was removed and replaced.